Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards affiliates in (B)(6), during a transcatheter aortic valve replacement (tavr) procedure using a 26mm sapien 3 ultra valve via right transfemoral approach, resistance was noted as the delivery system with the valve advanced through the tip of the esheath+. Despite this, the valve was successfully implanted. Upon completion of the procedure and removal of the devices, the distal tip of the esheath was found to be torn. The patient experienced no injury and remained stable following the procedure.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation. Visual inspection identified curvature of the sheath shaft, full liner expansion consistent with design intent, a tear at the distal tip, and scratches observed along the hdpe sheath shaft. Review of the 3mensio imagery found the presence of calcification and tortuosity at the access vessel. Due to the nature of the complaint, no applicable dimensional or functional testing was able to be performed. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of a torn distal tip was confirmed based on the evaluation of the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process. Additionally, patient or procedural factors such as challenging anatomy or non-coaxial advancement angles (patient had presence of tortuosity and moderate calcification) may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a conclusive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.